Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the sideport detached from the introducer and blood was leaking. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported introducer was returned for investigation. The extension tubing had detached from the sideport of the hemostasis body due to an inadequate solvent coating length on the extension tubing.